Manufacturer narrative:
H11: the device was received for evaluation. During visual inspection, the tubing retention clip was observed broken on the top prong. The case halves were opened, and evidence of some fluid was present. The unit underwent functional testing; the unit is able to be successfully loaded and run without discrepancies. System error did not alarm during testing. During event history log review, the "monitor motor stall!" Was observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was broken tubing retention clip on the top prong. The lvp mechanism will be replaced and release testing will be performed to ensure the intended functionality of unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had non-interrupting system error and monitor stall during delivery in the labor and delivery family birthplace. The unspecified infusion was running at 125ml per hour. The nurse turned the pump on and off and the error message was still there. There was no report of patient injury or medical intervention associated with this event. No additional information is available.